Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from 10 months remaining to less than 3 months remaining over the course of approximately six months. A replacement window was requested by the health care professional (hcp). Technical services (ts) recommended replacement after 90 days once elective replacement indicator (eri) battery status is declared. At this time, there is no evidence intervention has been performed. There were no adverse patient effects reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely, as the estimated remaining longevity decreased from 10 months remaining to less than 3 months remaining over the course of approximately six months. A replacement window was requested by the health care professional (hcp). Technical services (ts) recommended replacement after 90 days once elective replacement indicator (eri) battery status is declared. At this time, there is no evidence intervention has been performed. There were no adverse patient effects reported. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be received in the future, a supplemental report will be issued.